Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that patient experienced adhesive issue and faced infusion set tape not sticking event on (B)(6) 2026. No further information available.